Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: returned battery cap is able to fully attach/tighten to pump. Test cap able to fully tighten/attach to pump. The pump was successfully run on a 24-hr basal program using the returned cap w/no intermittent power/reboot occurrences. Observed multiple por events in the bb on the date of the complaint. There was evidence of moisture in battery compartment. A leak test passed with no leaks detected. Opened pump; no evidence of moisture internally. No damage to power circuit observed. Unable to duplicate complaint of intermittent power during investigation. No damage observed to battery cap. All contact heights are within specifications. Battery cap attaches securely to test pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.